Event description:
It was reported that the pump touch screen was on, but the display remained black. Customer applied more force to the button to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.